Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information included on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since pressure malfunction was not confirmed by olympus, one of the following factors may have caused the event: 1. It was generated by the effect of the failure of the equipment (electric aero proportional valve and main hold unit); 2. It occurred due to the influence other than the device (patient condition, connecting equipment). Additionally, since the gas leak does not occur frequently, it was likely an accidental failure.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The event occurred toward the end of a diagnostic laparoscopy (evaluation of pelvic pain) procedure. There was no delay in the procedure. The procedure was completed with the same device. There were no other devices involved in this event. The settings were inspected and were found to be correct. There was no damage noted to the insufflation tube. The valve of the gas cylinder was opened all of the way. The pressure was supposed to be 14 mm/mg.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection, the device is failed the secondary piping leakage measurement test because the electropneumatic proportional valve and the manifold unit are faulty and do not work properly. The no consistent pressure reported by the customer could not be confirmed.

Event description:
As reported for this event by the physician, during an unknown procedure, the device was not holding consistent pressure. There is no harm or adverse impact to the patient.